Event description:
It was reported by the customer that a pyxis medbank system was unable to dispense the requested amount of oxycodone. The customer indicated that the station displayed a pop-up message stating, "order quantity cannot exceed 0.1". No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,d4,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that malfunction was due to a discrepancy in the order, which indicated a profile quantity of 1 while the total quantity registered was 0.1. Technical support specialist adjusted the total quantity from 0.1 to 1 and verified that the item was successfully issued.

Event description:
It was reported by the customer that a pyxis medbank system was unable to dispense the requested amount of oxycodone. The customer indicated that the station displayed a pop-up message stating, "order quantity cannot exceed 0.1". No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a discrepancy in the order, which indicated a profile quantity of 1 while the total quantity registered was 0.1. A technical support specialist reached out to the pharmacy to adjust the total quantity from 0.1 to 1 and verified that the item was successfully issued. The system functioned as intended.